Event description:
Per the clinic, the device was explanted on (B)(6) 2013 for unspecific medical reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(4) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted due to tip folder over of the electrode array. This report is filed february 24, 2014.

Manufacturer narrative:
(B)(4).